Manufacturer narrative:
The complainant indicated that the stent remains implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Because the batch number is unknown, the shop floor paperwork could not be examined.

Event description:
Same case as manufacturer's report # 6000093-2007-00161, # 6000093-200700162. It was reported that 336 days after implantation of 2.5x16mm, 2.5x24mm, and 2.5x24mm taxus express2 drug eluting stents, in-stent restenoses occurred. During the initial procedure, the target lesions were located in the mid and proximal left anterior descending (lad) and the ostial 1st diagonal (d1) arteries. Pre-intervention stenosis of 80-90% and 90% respectively, were reported. An attempt to dilate the lad with a 2.5mm balloon (length and type were not reported) was unsuccessful. The "calcified, mid lad" lesion was successfully crossed with a 1.5mm balloon and angioplasty was performed. A "significant eccentric lesion" was noted at the origin of d1 and "immediately proximal to d1 within the lad." A 2.5mm balloon was used to angioplasty this area. The d1 artery was then stented with a 2.5x16mm taxus stent. Subsequently, "tandem" stenting of the mid and proximal lad was performed initially using two 2.5x24mm taxus stents, followed by a 3.0x32mm taxus stent, and a 3.0x16mm taxus stent. Kissing balloon dilatation was performed using a 2.5mm balloon to post-dilate d1 and the lad at the bifurcation. A post-intervention residual stenosis of 0% was noted for the lad and d1. Timi iii flow was reported in the lad. The procedure was noted to be "successful." The "patient did well without complications." The patient presented 336 days after the initial procedure with a 90% "focal" in-stent restenosis in the ostial d1 artery and an 80% in-stent restenosis in the mid lad. It was not reported that the lad was pre-dilated. A 3.0x20mm taxus stent was deployed at 20 atm in the mid lad. Percutaneous transluminal coronary angioplasty was performed on d1 using a 2.5x14mm balloon (type not specified). Kissing balloon dilatation was performed on d1 and the lad with the 2.5x14mm balloon. A post-intervention residual stenosis of 0% was reported. No complications were reported.